Manufacturer narrative:
An occlusion alarm was generated by the pod. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The investigation could not conclusively determine a relation between this finding and the reported occlusion alarm, and the exact cause of the occlusion alarm could not be determined. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that his blood glucose reached 297mg/dl while wearing the pod on his arm for between 4 and 24 hours. He bolused, due to forgetting to bolus before eating, for 8.1 units and then 5 minutes later received an occlusion alarm. The device was returned for evaluation.